Manufacturer narrative:
The evaluation also confirmed that the cutting wire was melted and burned at the middle of the cutting wire by high temperature. The coating was torn at the broken point of the cutting wire and approximately 10 mm long coating was missing from the broken point to distal end. There were no other abnormalities related to the breakage in the subject device. The device instruction manual warns users that "be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the cutting wires of the 3 pieces of the (B)(4) were broken when the user tried to activate output of a surgical unit. The devices were returned to omsc for evaluation. During the evaluation of the device, omsc found the plastic coating on the cutting wire was partially missing in one of the subject device. The facility reportedly completed the procedure using another sphincterotome. There was no report of patient injury regarding this report.